Event description:
It was reported that the patient had only used the purewick urine collection system for 3 times and they cannot use it right now because patient had an infection. It was unknown if the device contributed to the infection at this time and medical intervention is unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned.it is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate system design". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended users the purewick¿ urine collection system is intended to be operated by: ¿ user/patient ¿ caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used the purewick urine collection system for 3 times and they cannot use it now because patient had an infection. It was unknown if the device contributed to the infection at this time and medical intervention is unknown.